Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. D4: batch # 358c50. A manufacturing record evaluation was performed for the device batch e23050014, and non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, noted there are foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. D4: batch # e23050014. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned sample revealed that one cecr45g cartridge was returned inside its package unopened; upon visual inspection, one hair was noted to be inside the packaging. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the device batch e23050014, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. D4: batch # 358c50. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned sample revealed that one cecr45g cartridge was returned inside its package unopened; upon visual inspection, one hair was noted to be inside the packaging. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the device batch e23050014, and no non-conformances were identified. Fg date of mfg:2023-05-25;fg expiration date: 2026-05-24.